Event description:
The automated impella controller (aic) battery does not charge, although the device is plugged into a wall outlet and connected to mains power. According to the customer, the device was plugged in before the discovery of the issue. No patient is involved in this event.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
This follow-up report is being submitted to document that the device has been returned to the manufacturer for investigation and to correct information provided in the initially submitted MDR. Section d1 (brand name) has been corrected. Section d9 has been updated to reflect that the product was returned for investigation.

Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. Added g1 manufacturer contact fax number was omitted during initial report. Updated h3 device evaluated by manufacturer to "yes". H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the battery failure alarm (i.e., batteries not charging) was a depleted battery.